Event description:
It was reported via the competent authority that at (B)(6) the nail became distorted during the surgery at the moment of the impaction.

Manufacturer narrative:
Device is not being returned for evaluation. If the device or additional info becomes available, it will be submitted on a supplemental report.